Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead exhibited twiddler's syndrome. The lead was observed to have dislodged and was severely twisted with another manufacturer's right atrial (ra) lead. An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead body was twisted, the helix was extended and tissue was entwined in the helix. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the reported clinical observations.